Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on retain test strips. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 7:30am on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "180 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She claimed that at 8:00am on (B)(6) 2015, she developed symptoms of "sweating". She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the cca walked the patient through a control solution test and the result fell outside the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.